Manufacturer narrative:
Per the case information, sensor (B)(6) broke during removal on (B)(6) 2025, at 10:29 am. The sensor was returned to senseonics for further investigation and a visual inspection confirmed that sensor breakage occurring at the end cap. The end cap was not returned for to senseonics. A photo provided by the hcp, however, showed that all pieces were extracted.the root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4. Date of this report: 06 june 2025. G3. Date received by the manufacturer? 06 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Event description:
On 23 april 2025, senseonics was made aware of an incident where user reported a broken sesnor removal during the removal procedure. The event happened on (B)(6) 2025. According to the hcp, the sensor broke off at one end during removal, but the entire sensor was successfully retrieved. The sensor had been implanted in the right upper arm, vertically oriented on the deltoid. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.